Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged the yellow o-ring was visible, the battery compartment was cracked, and the pump had no power. The pump allegedly caused the patient to experience a blood glucose greater than 250mg/dl, but less than 500mg/dl, with no symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Additional information: the reported blood glucose level does not meet animas' criteria for a reportable adverse event. Therefore, no patient adverse event is being reported in association with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2019 with the following findings: on investigation, the battery cap returned with the pump for investigation was damaged; striped threads. The damaged battery cap was unable to secure to the pump to power it on. A test battery cap was able to secure to the pump and the pump powered on and was exercised for 12 hours without interruption in power. The battery compartment was confirmed to be cracked.